Event description:
During right ventricular lead reposition the physician tried to screw back the lead connector, the screw did not work and rotated freely not securing the lead. After multiple attempts including using a new screwdriver, a second device in which all connections with the lead were fine and the reposition ended successfully with no injury or damage to the patient. The device will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified. There is no anomaly.

Event description:
During right ventricular lead reposition the physician tried to screw back the lead connector, the screw did not work and rotated freely not securing the lead. After multiple attempts including using a new screwdriver, a second device in which all connections with the lead were fine and the reposition ended successfully with no injury or damage to the patient. The device will be returned for analysis.

Event description:
During right ventricular lead reposition the physician tried to screw back the lead connector, the screw did not work and rotated freely not securing the lead. After multiple attempts including using a new screwdriver, a second device in which all connections with the lead were fine and the reposition ended successfully with no injury or damage to the patient. The device will be returned for analysis.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf dr models approved under p980049.